Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open cardiovascular surgical vascular anastomosis procedure, when 5¿10 minutes into the procedure, the suture thread broke. Increased bleeding was observed at the anastomotic. The vascular anastomosis was repeated using a new suture to resolve the issue.